Event description:
Pad used to position infants was found to be firmer than expected. Pads checked under other pts and in storage found several with the same lot number that were defective. When the company representative was called he stated the company knew there was a "bad batch" but had not recalled the product. Product could have caused harm to this baby, but did not.